Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on reboot screen. A technical support specialist dialed into station, found station was working fine. To confirm that it was working fine, the technician proceeds with steps "enable cfnapp auto login" as per knowledge article (medapplication not launching automatically; station at blue screen), logoff the station and login as cfnadmin first, the station was working fine and no longer in the reboot screen. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system station was stuck on reboot screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.